Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was bad. The customer informed the authorized service provider that the device continued to operate following the discovery of the device issue during periodic maintenance. The device was outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. The touchscreen also passed the test 3 portion of the performance verification test (pvt). Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As flex cable resistance and resistance ratio testing are factors that verify a functional and good touchscreen, the pil tech's investigation concluded that there was no problem found on the returned touchscreen. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the device continued to operate following the discovery of the device issue during periodic maintenance. The touchscreen issue was not duplicated by the asp at the repair center during the device check. The asp replaced the touchscreen as a preventative measure. The asp then completed a checking, cleaning, running and functional testing following the part replacement.